Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor gold. Unable to complete functional test due to prime anomaly. The insulin pump minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported by the customer's mother, that the customer had low blood glucose levels ranging from 30mg/dl to 60mg/dl. Customer treated with glucose tablets. Troubleshooting occured, and the customer requested that the insulin pump be replaced. No additional information was provided.